Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, it was confirmed that the reported "safety shield button would not lock down". The instrument was tested and would not arm as rec'd. The obturator weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during a diagnostic laparoscopy the safety shield button would not lock down. A new trocar was opened to complete the case. There was no pt consequence.